Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, while releasing the bag, 2 small pieces that was supposed to be hooked to the reinforcement released out on the operating field. The transparent pieces were found and removed with difficulty. The surgery time was extended. There were no consequences for the patient.